Event description:
It was reported that the pt is no longer able to hear with his device. He visited his distributor as he thought the problem was caused by the external speech processor. After upgrading the speech processor to a newer model, the situation remained. No head trauma was reported. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.